Manufacturer narrative:
Additional information was added to h4, h6 and h10: h4: the device was manufactured from april 26, 2020 - april 27, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a large volume infusor broke during patient infusion. Approximately "two thirds of a cup" remained in the device. The device was filled with 5fu and d5w. There was no report of patient injury or medical intervention associated with this event. No additional information is available.